Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Integra clinical affairs reported on behalf of the customer that the customer was not able to insert the "fibber" in the introducer of the ip1p (kit containing cc1.p1 and the ip1 introducer). They tried another "fibber" (manufacturer/brand unknown) without success. After the device could not be implanted, the patient was monitored with ¿ac¿ parameters. They implanted another new kit the next day that worked. It was reported that the issue was linked to misuse. In-service has been provided to the staff regarding the proper use of the device. Additional information has been requested.

Manufacturer narrative:
Complementary information received on 04may2018: the new licox probe used after the first one came from the hospital stock not study stock. The lot and reference of the second probe use was not available as it was thrown. There was no consequence for the patient. Ac monitoring was done during 24 hours (from 2 pm on (B)(6) 2018 to 2pm on (B)(6) 2018). The ac monitoring was done with the icp specific introducer. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history records did not reveal any anomaly that could explain the reported event. Without actual device to investigate, with the hospital information stating the event is related to a wrong use (and hospital performed a corrective action), no further investigation nor corrective action is deemed required.